Event description:
A customer reported an issue where the pump's time was displaying incorrectly, causing their blood glucose level to show as "high." However, the specific blood glucose value was not known. The customer attempted to correct the high blood glucose by using a correction bolus via the pump and additional injections if needed. The issue with the time discrepancy has occurred three times in the past three months, and the customer had already updated the pump time before calling. Technical support was advised to monitor the situation and follow up if the time discrepancy, which was greater than five minutes, happens again. It was noted that no third-party assistance was required, and further escalation to customer support was planned if needed.